Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was non-malignant pain. The patient reported that their ¿pump was not working right when trying to deliver a bolus and currently seeing lockout time¿; the patient stated that it was getting stuck at 90%. The agent assisted the patient with deleting the data after which the patient was able to get connected without any issue.

Manufacturer narrative:
Continuation of d10: product ID a820 serial# unknown product type software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. It was reported that the patient could not get out from the app on the handset, the screen had "parameter bolus"; the patient added the handset "tensed to do something else". When asked about event date, the patient mentioned "today". The patient tried to connect to their pump and got no device. The patient confirmed the communicator had bluetooth on. Proper placement of the communicator to the pump was reviewed and the patient connected again. The patient mentioned connection stopped at 90%. Data was reviewed and the patient was assisted in deleting the data. The patient was able to connect to the pump with no lag, and they mentioned they were currently locked out with 2 remaining boluses. The steps in clearing the data were reviewed and the patient will call back when they need further assistance. Additional information was received from the patient. It was reported that the patient stated that their pain pump just spun around and would go and stop at 90. The patient was assisted with clearing the data and attempted to connect to the pump but so no device found. Patient placed the communicator over the pump and was able to successfully connect to myptm.

Manufacturer narrative:
Continuation of d10: product ID: a820, lot# / serial# unknown, product type: software; product ID: hh90t01, lot# / serial# (B)(6), product type: mobile platform. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.